Manufacturer narrative:
Qn#(B)(4). The reported complaint of high baseline alarms was not able to be confirmed as no iabp part was returned for investigation. According to the event details and follow-up information received, the pump assembly was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "high baseline alarm, preliminary judgment of core component motor failure, requiring replacement of motor components. Follow the repair process according to the hospital's procedure. The machine alarm high baseline was found before used on the patient." No patient involvement.

Manufacturer narrative:
Qn#(B)(4) .

Event description:
It was reported that "high baseline alarm, preliminary judgment of core component motor failure, requiring replacement of motor components. Follow the repair process according to the hospital's procedure. The machine alarm high baseline was found before used on the patient." No patient involvement.